Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the 40s mg/dl. Reportedly, the customer received inaccurate bg readings from a non-tandem sensor, and delivered a bolus via the pump based off the inaccurate readings. A family member assisted the costumer and gave the customer juice to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.